Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during initial drain. The home patient (hp) stated she pressed go to start therapy before connecting to the homechoice. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over using new supplies. The tsr assisted the hp to cycle power to the machine. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. A batch review was not performed because the lot number was unknown. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The home patient (hp) stated she pressed go to start therapy before connecting to the homechoice. The results of a label review revealed that users are instructed on how to connect to the disposable set and continue with therapy. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.